Event description:
"The hospital bought emrs-26 sheath, which today is defective. The customer is complaining for the quality of emrs-26 sheath as after 6 months of operation the insulated beak is separated from the sheath." There was no patient involvement.